Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 62756p100 were in use. The issue was resolved with the implementation of lot 65152p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Correction to the initial filing, catalog number. The correct catalog number is 7c15-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). Evaluation: other: no method, results or conclusions can be made at this time. Upon further review, the customer issue is now associated with remedial action reporting number (B)(4), as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Concomitant medical products: architect i2000sr analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that the pt told the physician that the pump ran out in one day. The drug was ropivacaine 0.2% and the pt had no signs of toxicity reported. The device was discarded.

Event description:
It was reported that there was a loss of therapeutic effect, there was no stimulation sensation. Pt was exposed to a theft detector or security gate at a cruise ship on (B)(6) 2010 with the stimulation on. The pt had a car accident on (B)(6) 2010. She used the stimulation intermittently from that time until may, but never changed during the january-may time frame. The pt reported a fair condition. There were coupling or communication issues. Pt compliance was the primary reason for overdischarge according to the company rep. No tests were done because, the device could not be interrogated. The pt had not had time to have a physician mode recharge done. She has an appointment to see her doctor on (B)(6) 2010 and could try the physician mode recharge then, or she may decide to have it replaced with a non-rechargeable. Pt was doing great. Additional info has been requested, but was not available as of the date of this report.

Event description:
In 2009, the patient underwent an endovascular procedure in the descending thoracic aorta. Two gore tag thoracic endoprostheses were implanted. The first gore tag thoracic endoprosthesis was landed distally and the proximal end of the device was floating in the aneurysm sac. The physician had difficulty advancing the cook introducer sheath to deploy the second gore tag thoracic endoprosthesis, and reported that a piece of embolism was dislodged. The second gore tag thoracic endoprosthesis was landed proximally. The patient recovered from anesthesia with paralysis. A spinal drain was performed.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.